Manufacturer narrative:
The setup joint (suj) was installed on a gold system and the error was not reproduced. The suj was tested on the functional test platform and friction was confirmed. The axes controller setup (acu) located on the suj was replaced due to error 40106.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal setup joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, user informed the technical support engineer (tse) that they encountered error 40106. The user was instructed to reboot the system, which resolved the issue. However, the user stated that the error occurred several times when the user engaged or disengaged the instrument. The procedure was completed as planned with no reported injury. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that they disabled the arm and rebooted the system to continue with the surgery. The procedure was completed robotically with the remaining 3 arms.